Event description:
The connectors are not securing the vial to the connector. It pops loose when any pressure is put against the side of the vial, thus possibly contaminating the spike end and the contents of the vial. This has happened with ampicillin vials, and also claforan 500mg and 2gm vials.